Event description:
Philips received a complaint from the customer regarding a v60 ventilator indicating that the device displayed low tidal volume during clinical use. There was no harm to the patient or user. No medical intervention was required, and no therapy delay was reported. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported issue. The malfunction occurred during the first occurrence. No error messages or fault codes were observed. The customer¿s equipment department performed cleaning of the air intake filter material. Following this action, the device returned to normal function. The ventilator then passed the required performance verification testing by philips standards and was returned to service. No additional diagnostic testing or corrective repair actions were required.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered.